Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the scorpion broke inside the patient and it was not possible to grasp the suture. All broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-13991n). It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 16-oct-25 it was comfirmed per complaint reporter that the needle did not break. Only the scorpion broke.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-13997mff, fastpass scorpion-mf with flushport, batch number 15051240, was received for investigation and upon visual inspection, it was observed that the tip of the upper moving jaw is broken off (see evaluation picture 3). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to applying excessive force while grasping and manipulating tissue / suture, or when applying excessive leveraging forces. Further the device shows signs of metal surface oxidation at the tip.